Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image was flickering. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported. It was reported that the biomed inspected the cable and found one of the pins on the smart cable connector appeared to be damaged.